Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the lead exhibited a malfunction. The lead was explanted and replaced on (B)(6) 2015. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the on (B)(6) 2015 the patient experienced acute chest pain. The right ventricular lead exhibited elevated thresholds. The lead was successfully explanted and replaced.

Manufacturer narrative:
(B)(4). Analysis description: no related complaint received with return of device. Final analysis found that the insulation was abraded at 15.3 cm to 16.1 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.